Event description:
Same case as MFR ID # 2134265-2012-07838. It was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. The 95% stenosed, 30mm long, diffuse target lesion was located in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a non-bsc 2.0x20mm balloon with 6 inflations at 12 atm. The 3.0x32mm promus element stent was deployed at 12atm for 20 seconds. The stent was post-dilated with a 3.5x20mm nc quantum apex balloon with 3 inflations to 20atm for 20 seconds. The implanted stent was well apposed. A second 70% stenosed target lesion was located in the mid circumflex. No pre-dilation was performed and the 3.0x12mm promus element was deployed at 12atm for 20 seconds. The stent was post-dilated with a 3.5x8mm nc quantum apex. In november 2012 patient returned for repeat angiography due to chest pain. Angiography revealed 40% stenosis proximal to the 3.0x32mm stent implanted in the lad, and mild in-stent restenosis and malposition. 100% fibrotic restenosis and timi flow 0 was noted in the 3.0x32mm stent implanted in the mid circumflex. The mid circumflex was wired and pre-dilated with a non-bsc 1.5x10mm balloon to 14atm for 22 seconds and 2.0x10mm balloon to 14atm for 22 seconds. Post-dilation angiography revealed 2.7mm vessel diameter. A 3.0x30mm non-bsc stent was deployed at 10atm for 22 seconds. The stent was post-dilated with a 3.5x12mm nc quantum apex with 5 inflations to 18atm for 10 seconds. 0% residual stenosis was noted with timi 3 flow. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product (B)(4). Device evaluated by manufacturer -- device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).